Manufacturer narrative:
(B)(4). Implant date reported as (B)(6) 2009. Investigation is ongoing; no conclusion can be drawn as no device was returned. Review of the manufacturing records has been requested.

Event description:
Patient complained of pain (B)(6) 2010. X-rays showed rod slipped out the left s1 screw head from plif procedure (B)(6) 2009 l1-s1. Patient presented to operating room for revision (B)(6) 2010. Left s1 screw and rod kept, locking cap removed and replaced. Locking cap appeared not to be seated or final tightened. Patient complained of worsening pain one day post-op ((B)(6) 2010); low back and left side pain. MRI and CT scan did not reveal any issues. Motion x-rays showed one s1 screw loose. Patient presented to operating room for 2nd revision (B)(6) 2010. Left, right s1 screws and right l5 screw loose. Both rods, loose screws and all locking caps replaced. This is the 1st of 6 reports submitted on this event.